Event description:
It was reported the pt experienced muscle spasms in the neck following the cervical lead implant procedure. Medication has helped but not resolved the issue. The scs system is providing effective stimulation coverage. Follow-up determined the physician will meet with the pt to address the muscle spasms.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.